Event description:
The ge oec 9800 fluoroscopy system had intermittent communication failure errors.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the system required a celeron computer upgrade. The cpu was upgraded with the associated components for proper function. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.